Manufacturer narrative:
Complaint conclusion: during treatment of a branch of the internal carotid artery, it was reported that the nbca glue 1 gm kit (631500, lot unknown) was "totally radio-transparent." The glue had been mixed with a few drops of ethiodol and a full vial of tantalum powder. There were no discrepancies or abnormalities noted with components prior to mixing. The glue was placed at the target position, but it could not be seen. It was reported that the only way the physician knew he had achieved success was on subsequent angios showing no filling of the target vessels. Although the glue was totally radio-transparent, the vessel was closed by the glue and the patient was in excellent condition with no patient injury. A beaker of 10ml was received inside of a plastic bag. The beaker was inspected and it was found a dry black mixture. The failure reported by the costumer as ¿nbca mixture- inadequate radiopacity¿ could not be evaluated due to it is not possible to analyze the percentage of tantalum powder in the mixture in the condition received therefore there is no way to determine the radiopacity. The cause of the failure experienced by the costumer could not be conclusively determined. The analysis suggests that the failure reported could not be related to the manufacturing process. In addition, without the lot number of the device, it is not possible to review the manufacturing documentation of the involved product. The complaint of the nbca glue could not be confirmed by the failure analysis lab. The cause of the complaint reported could not be confirmed; however, a review of all nbca complaints from the past 2 years found no other complaints of the glue being radio-transparent. Per the instructions for use: prior to injection it is essential to determine, via fluoroscopy, the radiopacity of the mixture by comparison with a similar syringe containing contrast. Inadequate visualization of the mixture could cause inappropriate embolization. Ratios used in the prospective, randomized clinical study of the trufill system varied from 10% to 70% n-bca and 30% to 80% ethiodized oil by volume. Ratios outside these parameters have not been tested clinically and are not recommended. Put the desired amount of ethiodized oil and, if using, tantalum powder into a clean, sterile glass beaker. Mixing can be achieved by aspirating in and out of a syringe until the mixture appears homogenous. Caution: thoroughly mix the radiopacity agents prior to adding the n-bca. Do not use tantalum powder alone with n-bca. Since this is an isolated event, and there was no manufacturing issue identified, no corrective actions will be taken at this time.

Event description:
During treatment of a branch of the internal carotid artery, it was reported that the nbca glue 1 gm kit (631500, lot unknown) was "totally radio-transparent." The glue had been mixed with a few drops of ethiodol and full vial of tantalum powder. There were no discrepancies or abnormalities noted with components prior to mixing. The glue was placed at the target position, but it could not be seen. It was reported that the only way the physician knew he had achieved success was on subsequent angios showing no filling of the target vessels. Although the glue was totally radio-transparent, the vessel was closed by the glue and the patient was in excellent condition with no patient injury.

Manufacturer narrative:
(B)(6). Device returned for analysis; however, the analysis has not yet been completed. The customer could not provide the lot number of the device. Additional information will be submitted within 30 days of receipt.